Event description:
It has been reported that an error code of a damaged probe, wrong probe & cable damage has been populating the screen. The biopsy was rescheduled.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the blue/green cable replaced. The device was functionally tested, met all product requirements and returned to the customer.